Event description:
The customer reported that the event occurred last week on (B)(6) 2010. The pt had gone in for a non-emergent tracheotomy and less than one hour into the surgery, the cuff deflated. The pt was decannulated and recannulated with the same type of tube. Customer also stated that the trach tube had been discarded so it is unavailable for return.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. (B)(4).